Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "fault code 72", "fault code 80", and "fault code 109" when attempting to discharge. There was no pt involvement during the reported malfunction.